Event description:
It was reported that during a da vinci-assisted incisional hernia ipom surgical procedure, the customer had errors when they connected the 30-degree endoscope. The customer did not contact technical support for assistance and had converted the procedure to open surgery. The intuitive surgical, inc. (Isi) technical support engineer (tse) reviewed system logs and confirmed that errors had occurred indicating possible camera failure, the isi clinical sales representative (csr) stated the customer had contacted him to determine why the failure occurred. The tse explained the issue was likely due to a failed camera or possibly a bad camera connection to the camera controller and lesser possibility of a failing endoscopic controller. The procedure was converted to open surgery with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the customer did not call technical support for assistance. The customer tried another camera, and the patient did fine with no harm. The camera sent an error code message. The surgeon believed the problem was due to the camera not working. There was no issue noted during set up of the system and the system was inspected prior to use and was fine. The surgical staff did not observe any outside influences that could impede movement of the system. The staff did not attempt to reset the instrument or drape. The procedure had been in progress for ten minutes before the issue occurred. The customer switched to open because they didn¿t think the robot was working. There is no video recording of the procedure available for isi to review.

Manufacturer narrative:
Based on the current information provided, the surgeon converted the procedure to open surgery due to errors with the 30-degree endoscope. The intuitive surgical, inc. (Isi) field service engineer contacted the isi clinical sales representative who confirmed that the camera issue was resolved after a new camera was installed. It was unknown why the procedure was converted if the issue was resolved. No site visit was conducted. The system was working properly, and no additional action was required. Isi has received the 30-degree endoscope, and failure analysis testing has been completed. The reported issue was not able to be confirmed/replicated. Additional findings that were not reported by the site and not related to the reported failure were identified. The camera failed during initialization, there was an image issue in the right eye, and a message to "avoid contacting tissue. Endoscope temperature is unknown." Occurred. No image or video clip for the reported event was available for review. A review of the logs of the 30-degree endoscope (part # 470057-08 / serial # 10139043) associated with this event has been performed. Per the logs, the endoscope was used on 25-oct-2022 on system rsk8096. The alleged event occurred on the 36th use of the endoscope. There is no indication that the endoscope was used in subsequent procedures after the alleged event reported in this record. A review of the site's system logs for the reported procedure date was conducted by isi technical support engineer. Investigation revealed the following possible related system errors: 45312 (loss of right endoscope video to ec / reseat scope connection (possible scope or ec) and 48215 (camera sensor(s) failed to startup even after auto retry, scope sn: 10139043 - no right video). This event is considered a reportable event due to the following conclusion: during a da vinci-assisted incisional hernia ipom surgical procedure, the customer encountered several errors on the 30-degree endoscope. As a result, the surgeon elected to convert the procedure to open surgery.